Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the gear clamp for the manifold were loose. Additional malfunctions include the tie wraps for the pe valve were loose.